Event description:
It was reported that a spectrum iq infusion pump alarmed constant false downstream occlusion in general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem "constant false downstream occlusion" was reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the out of specification downstream sensor. The downstream sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.